Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error code. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and reported under 2124215-2022-44026.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error code. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported. Additional information regarding this device was reported under a different report.